Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced intermittent shocks down right arm after surgery. Patient did not feel them consistently and has not felt them for the last few days. Impedance measurements were done and there are no open or short circuits. Patient will monitor and report future events if needed. Additional information was received clarification that the device replacement was due to normal battery depletion. There was no cause that was determined.this was confirmed with the physician.